Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 16 years and 10 months post implant of this aortic bioprosthetic valve, the patient presented with aortic regurgitation. Subsequently 2 days later a transcatheter aortic valve-in-valve replacement was performed. The aortic regurgitation was resolved and no additional adverse patient effects were reported.